Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for investigation due to a reported failed volume accuracy test. The pump was received with a bubbled downstream occlusion sensor, dso sensor, and intact keypad/labels. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A pump accuracy test and report was performed to duplicate the reported problem. The reported problem could not be duplicated. Device was within the manufacturing specification. There was no failed accuracy test found. No repair was needed. All functional test was performed and the device was calibrated.

Event description:
Information was received indicating that a smiths medical pump had failed volume accuracy testing. There was no patient present at the time of the event. There were no reported adverse events.